Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was "glitch" and that some of the screen pixels were messed up. Reportedly, the customer was unable to unlock the screen nor access any features of the pump. The customer's blood glucose level was 225 mg/dl at the time of the call. An alternate method of insulin delivery was available for the customer to continue insulin therapy.